Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, lost image occurred. It was noted that air was not removed when flushing during preparation. The procedure was completed with another of the same device. There were no patient complications.